Event description:
Device issue: none. Adverse event: hematoma/bleeding with transfusion. Onset of adverse event: five days post vessel closure. It was reported that a physician achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the pt was re-hospitalized 5 days post vessel closure due to a hematoma and massive bleeding requiring blood transfusion with 5 units of blood and surgical intervention. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.